Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por) and external noise was seen before the device reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event was due to external interaction/conditions. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a patient notifier anomaly. The patient notifier was unable to be activated when tested.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted. No further information was reported.

Event description:
New information received stated that the implantable cardioverter defibrillator was replaced on (B)(6) 2023. Patient was stable throughout the event.

Event description:
It was reported that the patient presented for an elective follow-up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation with no backup defibrillation therapy. No intervention was performed, and generator replacement was scheduled. Patient was stable throughout the event.